Event description:
Baxter product surveillance received a report regarding an issue with a one interlink extension set (interlink t-con ext set/micro-bore w/mll adt (B)(4)). According to the report, this extension set exhibited a slice just below where the injection site and the tubing meets. This slice resulted in a loss of 5-10 mls of blood. The event was noted during patient use but there was no indication that the event resulted in injury or adverse event. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: baxter received a photo of the sample for evaluation. Photographic evaluation did not note a slice in the tubing. Therefore the cause could not be identified. No additional observation was noted from the photo.

Manufacturer narrative:
(B)(4). The exact age of the patient is unknown, however it was reported that they are a (B)(6). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional relevant information becomes available.